Manufacturer narrative:
Results - a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Conclusions - the root cause of the renal failure is unknown. The patient had extensively thrombotic aorta and chronic renal failure prior to the operation.

Event description:
On (B)(4) 2008, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. The final angiogram showed a slight type 2 endoleak, which was left to be monitored. On (B)(6) 2008, the patient developed renal failure. Dialysis was started to treat the patient. It was reported that the patient's abdominal aorta was extensively thrombotic. Additionally, the patient had chronic renal failure prior to the operation. On (B)(6) 2009, computed tomography confirmed the resolution of the type 2 endoleak.